Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found left/ right angulation control knob was moving with the f- knob and the black covering of the bending section was cracked. In addition, a switch had a cut, there were white dots on the scope, the light guide lens had a chip and dents/ scratches were present. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus an evis exera iii colonovideoscope was being prepared for use and observed a unknown object stuck in the channel and had foreign material exiting from the channel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that user handling caused the event. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section). Inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris.¿ "inspection of the instrument channel: insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end.¿ olympus will continue to monitor field performance for this device.